Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specifications.

Event description:
The customer reported via phone call that they experienced change sensor alarm and calibration not accepted. The customer's blood glucose value was 200 mg/dl and sensor glucose value was 40 mg/dl. The customer reported the sensor to appear a little bent. The product was returned for analysis.